Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results and conclusions: (vascular trauma, bleeding, death). (Severely calcified arteries). (Insufficient information; cause of death unknown). (Blood loss from torn iliac likely contributed). (Bare metal iliac stent).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that intra-operatively a previously implanted bare metal iliac stent became dislodged while implanting the 1610124 right contralateral limb. The physician snared the stent and attempted to remove it. While removing it, the iliac artery became torn. This was covered by the endurant limb; however, the patient continued to have bleeding problems. The physician surgically exposed the iliac artery and discovered an iliac avulsion being held together by the stent graft limb. This was surgically repaired, and the patient was sent to the ICU. The following day the patient expired. The cause of death is unknown, but it is believed that the iliac avulsion was a contributing factor. A review of returned films pre-implant showed a 5.2cm max diameter aaa filled with thrombus (2cm lumen). The 17mm diameter distal aorta is calcified. There is a previously implanted stent seen placed partially within the right common iliac; the stent is approximately 5mm ID x 7mm od x 2.5cm length, and extends 1cm into the distal aorta. The stent is angulated approximately 90 deg to the aaa. Calcification is seen on the vessel wall along the length of stent, and also distally along the unstented segment of the right common iliac. The left iliac is also extensively calcified. Images at implant or post-implant were not provided. The cause of the vessel perforation was likely due to the patient's anatomy (severe calcification) and interaction with the pre-existing iliac stent during stent graft implant.